Event description:
2 patients who had pulse lavage done at 2 different campuses, 2 different surgical teams and 2 different ortho surgeon ended up growing the exact same organisms which are very unusual (considered water organisms). We asked the outside lab to an investigation thinking this could be a lab contaminant. The investigation did not reveal that there was a lab contamination. One patient was truly infected, but the other was less likely but still treated. We discovered that we were not cleaning/disinfecting the manometry catheter appropriately over several years. An infection report has been filed with dph [department of public health]. Procedures were procedure performed from [redacted] to [redacted] - approximately 2.5 years. The manufacturer has been notified. Cultures of 2 new kits, one with same lot number provided, same company, and cultures of the irrigation solution. Cultures did reveal any growth. We want medsun to be notified that the kit may have been contaminated.